Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 02/20/2017 that on (B)(6) 2017, after attempting to insert the sensor wire, it was noticed that it had detached and was sticking out of the skin at the insertion site. The patient's mother removed the wire, and no further issues occurred following the removal of the sensor wire. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.